Event description:
It was reported that the programmer was unable to establish telemetry with a wireless device from the "find patient" screen. It was advised to run the 2090 service diskette and this resolved the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.